Event description:
Reportedly, this case started as a lap chole and was converted to an open procedure for reasons unknown. The pt expired in recovery. According to the info the sales rep received, the autopsy showed that there were no clips on the cystic artery. The surgeon informed the co of an incident involving a cholecystectomy pt in which he feels there was a failure of this product. This failure contributed to the death of his pt in 2004.